Event description:
It was reported that, during transurethral lithotripsy procedure, the fiber was damaged. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. The fiber was returned for analysis. Upon initial examination of the fiber it was observed the fiber was fragmented into two pieces. The complaint became reportable for fiber break upon this initial observation.

Manufacturer narrative:
Upon receipt of the returned fiber at the quality assurance laboratory, the device was thoroughly analyzed. Visual inspection revealed that the fiber body was broken into two separate pieces. Microscopic examination showed that the fiber tip was degraded, with the bulb tip pushed back from laser firing. The connector was found to be in good condition. Functional testing displayed console message error #67: fiber expired. Treatments used: 1. Treatments left: 0. The aiming beam appeared bright but distorted. These findings are consistent with a fiber break event, likely caused by procedural handling during setup or use. A fiber may be damaged or kinked during preparation and subsequently break once laser energy is applied. The labeling review confirmed that the product IFU instructs users to inspect the fiber for kinks, punctures, fractures, or other damage, and to avoid using a damaged fiber.

Event description:
It was reported that, during transurethral lithotripsy procedure, the fiber was damaged. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. The fiber was returned for analysis. Upon initial examination of the fiber it was observed the fiber was fragmented into two pieces. The complaint became reportable for fiber break upon this initial observation.